Event description:
Caller reported that there was a malfunction on the pump. The malfunction did not cause the customer's blood glucose to exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while a replacement pump was provided by technical support. The replacement pump will come with updated software and instructions will be available in their tandem source account. The customer was also advised on the steps required for the return of the defective pump.